Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly programmed the pump's carbohydrate ratio and correction factor. Customer's blood glucose level was 144 mg/dl. Recommendation was made for the customer to consult with a healthcare provider regarding settings.